Manufacturer narrative:
No further reports will be sent in for this record as it will be closed canceled. Updated information if received will be sent in under mfg record # 1119421-2019-00023. (B)(4).

Event description:
Corrected information received stating this record is a duplicate of mfg # 1119421-2019-00023.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed the lens was scratched after it was inserted into the patients eye. The surgeon had to cut the lens and remove it during the initial procedure. Additional information has been requested.